Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. After a non-boston scientific guide wire crossed the lesion, a crossover approach was used for pre-dilatation at 5mm. After placing 7mm x 120mm eluvia stent, dilatation was then again performed with 6.0 x 40, 135cm mustang balloon catheter. However, during first inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.